Event description:
Attorney alleges plaintiff's implants had excess encapsulation. Attorney also alleges the plaintiff had pain in the breast region, in the joints of the right side of the body, in the shoulder and arm down to the fingertips, as well as always recurring strong headache and backaches. Encystment of the implants and their diminution lead to scarred retraction of the breasts and are also responsible for the over-pigmentation of the breast, 'cosmetically poor state".